Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and h6 device code and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to placement difficulties. This lead was never in service and new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown cause. This lead was never in service and new lead was placed. No adverse patient effects were reported.